Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was noted as non malignant pain. The patient had notified the healthcare provider that the device had come through the skin. Diagnostics were unknown, believe to be explanted based on visibility through the skin. The pump and catheter were explanted. The patient status at the time of the report was noted as alive, no injury. Drug not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the pump and catheter were removed on (B)(6) 2015 due to an infection.